Manufacturer narrative:
The reported event that the devices front button is broken off was confirmed through the device inspection. It was observed that the screw at the select button is loose causing the select button also to become loose. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility, the button of the device was identified to be broken off. As the event was identified during service, there was no patient involvement or procedural delays.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility, the button of the device was identified to be broken off. As the event was identified during service, there was no patient involvement or procedural delays.